Event description:
Ventilator began alarming for "partial occlusion" and it was quite persistent. The intake filter was cleaned without resolution to the problem. Next the inspiratory filter was replaced, again without resolution to the problem. The ventilator started alarming "occlusion" (no longer a "partial" occlusion). The pt was bag ventilated while another ventilator was set up. No adverse effects for pt. Engineering examination revealed ventilator failed on expiratory; filter replaced and then passed. No further action codes in memory of ventilator.